Event description:
It was reported that during a rotator cuff surgery the little plastic/acrylic piece detached from the burr and stayed inside of the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Visual evaluation identified that the device returned is not the same as the allegation reported. The customer returned the wrong device, and the investigation cannot be performed. Functional testing was not performed because the wrong device was returned. No problem found.